Event description:
Brush head broke [device breakage], no adverse event [no adverse event]. Case description: a male consumer reported that while using an oral-b crossaction power series toothbrush, the oral-b brushhead, version unknown broke. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.